Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one spacemaker blunt tip trocar 10mm. The visual inspection of the returned product noted that the trocar balloon, obturator, valve seal and doors appeared intact. The inflation syringe was received. Pmv performed functional testing, the trocar balloon was inflated; no leaks were detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. The reported condition was not confirmed. The file will be closed as tested satisfactorily. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the abdominal hernia wall procedure, the user put air into the balloon with the genuine syringe, but the balloon did not inflate. Attempt with the another hospital syringe and the balloon did inflate. The surgical time was not extended and no harm was caused to the patient.